Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and the receiver would not boot up. The case was opened for further evaluation. An interior inspection was performed and a visual inspection passed. Trouble shooting for the battery was performed and there was no issues with the battery. It was observed that after ten minutes of charging, the receiver feels warm to touch. The reported event of an overheating receiver was confirmed. The root cause was determined to be a defective u6 component on the main printed circuit board.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver was overheating. No additional event or patient information is available. No product was provided for evaluation. The reported event of receiver was overheating could not be confirmed. A root cause cannot be determined.